Event description:
In 2007, a gore propaten vascular graft was implanted as a left common femoral to popliteal bypass. In the same month, secondary to failed thrombolysis and thrombectomy and a compressed graft across the knee, the compressed portion of the graft was removed and replaced with a gore-tex intering stretch vascular graft.

Manufacturer narrative:
Device evaluation anticipated but not yet complete. The investigation is in progress.